Event description:
Pt arrived to the unit complained of chest pain. Pt was initiated by by physician who requested that dialysis be continued. S.o. B. And chest pain worsened. Pt taken to hospital. It was noted that pt's weight had increased by two (2) pounds during treatment. (Goal was to lose seven pounds) s.o.b. 2 degrees to fluid overload.